Manufacturer narrative:
A lead revision procedure will likely be performed. No additional information was able to be obtained. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted after a collapse. Possible oversensing on the right ventricular lead (rv) resulting in pacing inhibition. It was also noted the right atrial (ra) lead likely had insulation damage as there was oversensing and an impedance measurement decrease from 400 ohms to 200 ohms. Boston scientific technical services (ts) and engineering confirmed an oversensed rv beat, but an atrial undersensed beat as well. A lead revision procedure will likely be performed. No additional adverse patient effects were reported.